Event description:
Reportedly, a patient included in osiris study code prtlis1rtsy04039 arrived on (B)(6) 2023 to hospital with multiple shocks. The interrogation of device showed 42 episodes of innappropiate shocks with detection of noise in rv lead. The impedance of rv coil is 200 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. An initial MDR was sent on july 27, 2023 with the core ID ci1690457591966.18239839@fdsahl86ceb415_te2. And failed due to invalid manufacturer number. The correction of the maufacturer number has been implemented in this new initial submission.

Manufacturer narrative:
The review of provided data highlighted a probable issue on the right ventricular lead (volta 1cr manufactured by biotronik): insulation defect of the right ventricular lead is suspected. No general malfunction is suspected on the device. A new system was implanted on (B)(6). The right ventricular lead was not extracted. The device was explanted and not returned to microport. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a patient included in osiris study code (B)(6) arrived on (B)(6) 2023 to hospital with multiple shocks. The interrogation of device showed 42 episodes of innappropiate shocks with detection of noise in rv lead. The impedance of rv coil is < 200 ohms.